Manufacturer narrative:
Other applicable annex e codes: heart e06: heart failure/congestive heart failure e0611. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to chronic heart failure associated with mitochondrial cardiomyopathy. Additional information from 04sep2025 provided that the patient experienced right heart failure on (B)(6) 2025. The patient had a cardiac index of less than 2.0 l/min/m2, and peripheral edema. This did not have a causal relationship to the device, per the site, however the reason was not stated. On (B)(6) 2025, the patient passed away of heart failure. The primary cause of death with right heart failure. Although hemodynamic criteria for right heart failure were not met, reducing the continuous intravenous administration of epinephrine resulted in worsening pleural effusion, decreased blood pressure, and decreased ventricular assist device (vad) flow. These symptoms recurred during the tapering of epinephrine, and despite the use of pimobendan and other medications, no improvement was observed. Respiratory failure and decreased urinary output occurred as the pleural effusion increased. The acp did not request endotracheal intubation, and palliative care was recommended. The device was functioning normally at the time of death, and there was no surgery related to device malfunction. The device was explanted and returned to the manufacturer. The patient passed away in the hospital and the site provided that the death was anticipated. An autopsy was performed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. Further, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. An additional portion of pump cable was returned, measuring approximately 8.0¿. The distal portion of the pump cable (including the inline connector), measuring approximately 11.5", was returned connected to the modular cable. Approximately 7.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circuitry loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.